Event description:
Wrong item in the package. This is 3 of 4 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has revealed a packaging error. The content does not correspond to the details on the label, the packaging contains the incorrect screws. It is possible a step during the packaging process was not carried out correctly. Unfortunately, the packaging error was not noticed prior final inspection. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is deemed valid, a CAPA determination request has been initiated.